Event description:
The distributor reported that a fiber/hair was identified in the barrel of the syringe during their 100% inspection of the received products. The device was not sent to a user facility.

Manufacturer narrative:
Device returned to manufacturer for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation is completed.